Event description:
IV catheter found dislodged with catheter piece not completely intact. Approx 1/2" of 22 g catheter found at insertion site but remainder could not be located. The pt did not experience any signs of catheter flotation. The remainder of the catheter was felt to have been discarded with the dressing. The catheter appears to have broken in two at the point it was crimped/bent.